Event description:
It was reported via literature that arrythmias occurred. A single center study was performed from (B)(6) 2024 to (B)(6) 2025 to evaluate a fluoroscopy free pulse field ablation workflow guided by left sided intracardiac echocardiography (ice) imaging and electroanatomic mapping. Thirty (30) patients with a history of persistent atrial fibrillation were enrolled in the study. The pulse field ablation (pfa) procedure was performed using a versacross access solutions sheath and radiofrequency (rf) transeptal wire, a faradrive steerable sheath, a farawave catheter, a non-boston scientific (bsc) electroanatomical mapping system, and a non bsc ice catheter. All procedures were performed under general anesthesia with uninterrupted anticoagulation and intravenous heparin was administered to maintain an activated clotting time. Pfa for pulmonary vein isolation and left atrial posterior wall isolation was completed using the farawave catheter under electroanatomical mapping and ice guidance. A total of eight (8) applications of ablation were delivered per pulmonary vein and left atrial posterior wall ablation was performed using two (2) applications of ablation per site. Additional pfa of induced triggers and atrial arrhythmias was completed as necessary. Isolation of the pulmonary veins and posterior wall was achieved in all patients. Of the 30 patient enrolled in the study, four (4) experienced spontaneous arrhythmias or extrapulmonary triggers which were induced post ablation, including two (2) patients with a perimitral flutter, one (1) patient with induced atrial tachycardia from the left atrial appendage base, and one (1)patient with an extrapulmonary trigger induced from the superior vena cava treated using pfa. Recurrence of atrial fibrillation during the blanking period occurred in five (5) patients. No further information on the status of the patients is available.

Manufacturer narrative:
Mohmand borkowski a. A fluoroscopy free ablation workflow for persistent atrial fibrillation using a pentaspline pulse field ablation catheter guided by left sided intracardiac echo imaging and electroanatomic mapping: a case series. Journal of cardiovascular development and disease. 2025 oct 17;12(10):412. Doi: 10.3390/jcdd12100412. Pmid: 41149283; pmcid: pmc12565276. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.